Event description:
There was an allegation of questionable a1c-3 tina-quant hemoglobin a1c gen.3 results for 2 patient samples on a cobas c 503 analytical unit. For sample 1, the initial a1c-3 result was 5.90%. The repeat result was 16.0%. For sample 2, the initial a1c-3 result was 11.9%. The repeat result was 15.2%.

Manufacturer narrative:
The analyzer serial number is (B)(6). Clarification on whether qc was acceptable on the day of the event was requested but not provided. The field service engineer (fse) adjusted the rinse station, cleaned the water manifolds and decontaminated the vacuum tubing. The customer performed calibration and qc successfully. The investigation is ongoing.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. It was found that qc was partially out of range on the day of the event and that the customer was utilizing expired reagents. The investigation did not identify a product problem.